Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "loosening, migration and/or fracture of the implants can occur due to loss of fixation, trauma, misalignment, bone resorption, and/or excessive activity."

Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2013. Subsequently, a revision procedure occurred on (B)(6) 2015 due to screw fracturing and central bolt back-out, which caused the coupler to separate. The zero degree collar was replaced and new screws and bolts were implanted.